Event description:
It was reported that the user experienced multiple low blood glucose episodes while fasting, as documented in a survey for the ilet experience study, with cause unclear. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included a review of available case information. Investigation of this case revealed insufficient information to identify a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.